Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported by rep: "I wanted to inform you on an incident last friday. I am not sure if it is something I should be reporting to you or not but thought I'd ask your advice in just in case. A surgeon implanted an orthinox stainless steel head onto a titanium accolade ii stem which is an incompatible composition. The mistake was realised when the patient was in recovery and they were taken back into theatre and the head was swapped for the correct one. No one from stryker was present and it happened in a hospital who routinely do stryker hips so have experience with these products."